Manufacturer narrative:
Per the user facility's perfusionist, the pump displayed 'speed too high, no rpms'. Per the field service representative (fsr) the 'overspeed' error message is a result of the speed being too high and there being no revolutions per minute (rpm). The fsr was unable to duplicate the 'overspeed' error but did verify a 'service pump' message in the auxiliary tab on the central control monitor (ccm). He replaced the centrifugal controller. The unit operated to the manufacturer's specifications. The suspected device was returned to the manufacturer for further evaluation.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist reported that the pump displayed an overspeed error message. There were no reported adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, on (B)(6) 2019 the centrifugal pump was reporting a "speed sensor error", speed sensor disconnected/broken. This happened several times, even after power cycling the pump. The log confirms the complaint.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated blocks: b3, d4, h4 and h6. The reported complaint was confirmed. The service repair technician (srt) duplicated the reported issue, observing the pump to display an "over speed" message. The drive motor was determined to be beyond economical repair. The centrifugal controller operates to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported complaint. He did observe a broken conducive boss of the upper housing to be moving around inside of the unit which may have caused the reported complaint due to random electrical shorting of circuit boards.